Event description:
This 53-year-old female underwent bilateral breast augmentation 20 years ago with implantation of silicone gel breast implants. The MFR of these implants is unknown to the reporting facility as they were implanted at another facility nor does the pt know the name of the MFR. In the past several years the pt has noted increasing capsular contracture. An MRI noted leakage with a nodule on the left upper pole of the left breast. Gross exam: right implant is intact, the left implant wall is torn, but contents are contained within the capsule. The capsules show inflammation, foreign body reaction and dense dystrophic calcification.